Manufacturer narrative:
(B)(4.) For information regarding the facility's medwatch, please see the attached facility report. A request for the return of the device will be attempted; however, it is unknown if the customer still has this device. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Please refer to attached facility report.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that failed while being set up was not confirmed or duplicated by baxter service personnel because the device was not returned for evaluation by the customer. No cause could be determined and no repairs were needed. It is not known what user interface module software configuration the device had. A device history review revealed no abnormalities were found during manufacturing. The device has not been sent in for service previously; therefore, no service history was available for the device. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
In a medwatch report received by product surveillance, a customer reported that "while setting the pump up to be used, the pump failed". This condition has the potential to interrupt delivery. There was no patient involvement, injury or medical intervention reported. The user interface module software version of this pump is currently unknown.